Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering observed various mechanical tears and a hole burned through the silicone. The silicone exhibits localized melting around the hole, indicative of arcing. The hole is approximately .032 inches by .018 inches in size and is located .35 inches above the silicone to sleeve interface. The hole exhibits a tear on one edge. On (B)(4) 2011, the robotics coordinator stated that she was unaware of the electrical surgical unit (esu) setting used during the case as well as the pre-procedure tip cover and cannula inspection process. On (B)(4) 2011, an (B)(4) representative provided the surgeon and (B)(4) coordinator with tip cover damage or arcing recommendations for prevention. Since the recommendations for prevention were provided, as of (B)(4) 2011, no further arcing events have been reported by (B)(4) hospital.

Event description:
It was reported that during a da vinci s hysterectomy procedure, the surgeon observed arcing coming from the monopolar curved scissors (mcs) instrument with a mcs tip cover accessory installed. The mcs instrument was removed and the tip cover was replaced. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.